Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The four additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with four proglide devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 5f sheath. Reportedly, after puncturing [plunger deployment], a foot break occurred with each of these devices. The separated portion of all four footplates were unintentionally embedded in tissue/fat. There was no intervention or attempt to remove the separated footplates from the patient. It was confirmed that there was no resistance opening or closing these footplates. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. After the procedure, both of the pre-placed proglide knots were successfully advanced & tightened; however, hemostasis was not achieved. Therefore, hemostasis was achieved via surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.